Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Review of the most recent repair record determined the device was making a high pitched noise, the spring seal, reciprocating arm, needle bearing, eccentric shaft, and various other internal components were corroded, the reciprocating arm was jumping and erratic, the swivel and control bar were loose, the swivel was leaking air, and the control bar was out of position. The nut bearing lock, spring seal, reciprocating arm, swivel, needle bearing, poppet, poppet gasket, fine adjustment cams, planetary carrier, eccentric shaft assembly and motor were all replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that (in the operating room) when it was assembled and tested prior to surgery, the device had a loud high pitch noise. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation an inconsistent speed was found. Due diligence is complete and there is no additional information available